Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant the lead was repositioned a few times due to patient's difficult anatomy. The patient's blood pressure fell some after one repositioning. An echo confirmed that a myocardial perforation occurred but was sealing itself. The lead remains in use. No further patient complications have been reported as a result of this event.